Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a penetrating atherosclerotic ulcer of the thoracic aorta. It was reported that previously the pt was treated for an abdominal aortic aneurysm using an endurant device. When the physician inserted the gore dryseal sheath, he felt resistance in the external iliac artery and at the distal end of the previous implanted device, so he decided to dilate using a pta balloon. After the dilation the physician was able to position the introducer sheath completely inside. The conformable gore tag thoracic endoprosthesis was implanted without problems. At the end of the procedure, the computer tomography angiography revealed a small rupture and the physician decided to implant a covered stent fluency 12 x 100 mm. The problem was not fixed and the physician decided to perform an open surgical procedure and substitute the external iliac artery with a dacron prosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.